Event description:
Surgeon commented on loose cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding loosening involving an unknown shell was reported. The event was confirmed. A review of the single x-ray provided confirms a loose acetabular shell. More information such as op reports, progress notes, and medical history are needed to conduct a meaningful clinical review. The investigation concluded that the exact cause of the event could not be determined because further information such pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes and the return of the devices are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
Surgeon commented on loose cup.